Manufacturer narrative:
Date of event was not specified; therefore the event date was estimated as (B)(6) 2017. (B)(4). Approximate age of device ¿ 11 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced an infection in (B)(6) 2017. The patient was placed on daptomycin infusion. Cultures obtained were (B)(6). CT of abdomen was negative. The patient was elevated to 1a status for driveline infection. Patient remained on oral doxycycline until transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient was treated for a driveline infection that was secondary to being transplanted. The evaluation of the device did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 11 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.